Event description:
It was reported that a request to review this patient's reports was made. Technical services (ts) reviewed the data and indicated that this cardiac resynchronization therapy defibrillator (crt-d) appears to be functioning appropriately. However, ts noticed some episodes that appeared to be supraventricular tachycardias (svts) that were inappropriately treated with anti-tachycardia pacing (atp) and recommended the physician to evaluate deeper with a programmer. The inappropriate atps seemed to have converted the rhythm. Further information was received indicating that a couple of weeks later, the patient received once again inappropriate atps due to svt, that accelerated the patient's arrhythmia to atrial flutter. Subsequently, the patient received several inappropriate tachy shocks as well, to the point of exhausting therapy, without converting the patient's rhythm. According to ts, the patient seems to have been medicated out of the arrhythmia. Ts indicated that the crt-d likely needs a review of programming and possible medical adjustments to the patient, so consulting the patient's electro physician was recommended. This crt-d remains in service and no additional adverse patient effects were reported.